Event description:
Procedure type: cholecystectomy. According to the reporter: the device fired incompletely. Not all the staples were deployed properly thus causing damage to the cystic duct.

Manufacturer narrative:
(B)(4).